Event description:
Boston scientific received information that the rate sense portion of the right ventricular (rv) lead exhibited an abrupt increase in impedance measurements over the last two months. The rv lead currently exhibited high out of range impedance measurements greater than 3000 ohms along with an increase in threshold measurements. It was noted that the patient was zero percent paced in the right ventricle and that sensing remains adequate. It was noted that the patient had experienced a sudden blow to the chest, thus technical services recommended a chest x-ray to assess lead integrity. The field representative stated that a lead revision procedure will be scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
New information was received that the rv lead was surgically abandoned approximately two weeks later. A new rv lead was successfully implanted. No adverse patient effects were reported.